Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient was unable to walk after a seven hour flight because his legs were "too loose". The patient required a wheelchair. The patient's physicians were aware of the patient's status, since the patient was traveling out of state. The last refill was in (B) (6); the next was due in (B) (6)/(B) (6) 2009. The patient had not heard any beeping from the pump. The patient was transported to the emergency room at a nearby hospital. The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.